Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went up 70 points in a 3-hour period; the customer will wake in the morning and her insulin pump screen will turn to a smokey color and then go back to normal after cooling off. The patient's blood glucose had reached a high of 470 mg/dl at one point. No details were given regarding the treatment and symptoms of the high blood glucose. Troubleshooting was initiated for the full black screen anomaly. The customer stated that her device was exposed to extreme temperatures since she lives in (B)(6). The customer was advised to stabilize her insulin pump at room temperature. The black screen disappeared. The line disconnected at this point and troubleshooting could not be completed at the time. No products were returned or replaced as of yet.